Manufacturer narrative:
The getinge service technician that encounter the problem, replaced the assembly, tether. Additional information has been requested in regard to the repair and status of the iabp. The fse completed the preventive maintenance (pm) and the unit passed all functional and safety tests per factory specifications. The iabp was released to the customer and cleared for clinical service. Upon completion of our investigation, a supplemental report will be submitted. (B)(6). The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is: (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the doppler in the cardiosave intra-aortic balloon pump (iabp) was broken. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Correction to repair information: the getinge field service engineer (fse) that encounter the problem, replaced the assembly, tether. The fse completed the preventive maintenance (pm) and the unit passed all functional and safety tests per factory specifications. The iabp was released to the customer and cleared for clinical service. Analysis of production: (3331) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110) the overall 24 month product complaint trend data for the period nov 2019 through oct 2021 was reviewed. There were no triggers identified for the review period.